Manufacturer narrative:
Na

Event description:
It was reported that the patient received inappropriate therapy, due to noise on the ventricular lead. Noise was observed whenever the patient moved his clavicle. The physician suspected an insulation failure. Nothing was visible on fluoroscopy. The lead was capped and replaced.